Manufacturer narrative:
The devices were not returned for analysis and a review of the lot history record could not be performed as the part/lot information was not provided. Based on available information, the cause of the reported death, heart failure and recurrent tricuspid regurgitation could not be conclusively determined. However, heart failure, tricuspid regurgitation and death are listed in the instructions for use (IFU) as known possible complications associated with triclip procedures. Hospitalization was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. The additional patient effect of death reported in the article is captured under a separate medwatch report. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. D6a: date of implant is estimated. Literature attachment: article titled " trivalve score_a risk score for mortality-hospitalization prediction in patients undergoing transcatheter tricuspid valve intervention. "

Event description:
It was reported through a research article that 483 patients underwent transcatheter tricuspid valve intervention (ttvi) from 2016 to 2022. Within on year of the procedure, the implanted mitraclips and triclips may have caused or contributed to recurrent tricuspid regurgitation (tr), recurrent mitral regurgitation (mr) heart failure (hf), rehospitalization, and death. Additional information is listed in the attached article, titled ¿trivalve score a risk for mortality/hospitalization prediction in patients undergoing transcatheter tricuspid valve intervention.¿